Manufacturer narrative:
Results: the pusher assembly was fractured approximately 43.5 cm from the pod packing coil (pod pc) proximal end. The proximal 43.5cm of the pusher assembly were not returned for evaluation. The embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned pod pc revealed that the pusher assembly was kinked and fractured. If the device is forcefully advanced against resistance, damage such as a kink may occur. Subsequently, if the kinked pusher assembly further manipulated, the kink may worsen to a fracture. Further evaluation of the returned pod pc revealed that the embolization coil was detached from its pusher assembly. If the pusher assembly is fractured, the pull wire may retract out of the ddt and allow the embolization coil to detach from its pusher assembly. The lantern identified in the complaint and the proximal segment of the fractured pod pc pusher assembly with its pull wire were not returned for evaluation. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00657.

Manufacturer narrative:
(B)(4). The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00657.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern) and pod packing coils (pod pcs). During the procedure, the physician successfully placed seven pod pcs and additional coils using the lantern. The physician then felt resistance while advancing a pod pc within the lantern and, consequently, the pusher assembly of the pod pc kinked. The physician then attempted to retract the pod pc, however the coil unintentionally detached within the lantern. Therefore, the lantern was removed with the pod pc inside. After flushing to remove the coil, the physician then reinserted the same lantern. The physician then felt resistance while advancing another pod pc and, therefore, the pod pc and lantern were removed. The procedure was then completed using a new lantern, the same pod pc, and additional pod pcs. There was no report of an adverse effect to the patient.